Event description:
The customer states that the following axsym troponin-I results were reported on a patient: 10/2004 (evening) 1.4 ng/ml the next day (7:00 a.m.) 16.5 ng/ml (2:00 p.m.) <0.3 ng/dl (4:24 p.m.) 11.9 ng/dl (unknown) 15.5 ng/dl 2 days later (6:30 a.m.) 9.2 ng/dl it is unknown whether this sample was a redraw or a retest of a previous sample. Ck-mg testing was performed on all samples. All ck-mb results were elevated. The ck-mb result was 26 ng/ml on the sample that tested troponin-I <0.3 ng/ml. No impact to patient management was reported.